Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation from their right ventricular (rv) lead. The lead was revised and moved higher up on the patient's septum and remains in use. No further patient complications have been reported as a result of this event.